Event description:
Additional information was received from the representative on 2017-feb-20. It was indicated that the patient¿s follow-up/referring hcp initially reported the event to the representative and would be who to contact for further information.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [500 mcg/ml] at a dose of 288.43 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on 2017-feb-17 that the patient was experiencing worsening pain and spasticity since mid-january. Troubleshooting/diagnostics were performed and got negative side port aspiration and no flow. They were unsure of any environmental/external/patient factors that may have led or contributed to the issue. The patient was booked for catheter revision as surgical intervention planned to resolve the issue and was scheduled for (B)(6) 2017. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient had symptoms and surgical intervention was planned). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.